Event description:
It was reported to medtronic neurosurgery that during the operation, the device was damaged.

Manufacturer narrative:
The valve was patent. The device did not meet the requirements for siphon and leak testing due to multiple tears in the bottom of the delta chamber. It is unknown how or when this damage occurred. This damage precluded reflux and pressure-flow and preimplantation testing. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records showed no anomalies. No impact to patient reported. All our valves are 100% inspected at the time of manufacture.